Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon initial inspection of pump the fse found a jumper (paperclip) stuck on the diagnostics port of the pump. The fse removed this and turned the unit on to regular operating mode. The fse was not able to reproduce the problem stated. The fse let the pump run for about 15 minutes and unit was working properly. The fse proceeded to perform a full pm per manufacture specifications, unit has passed all test and calibrations with no issues and is now ready for clinical use. Issue reported was not duplicated during pm inspection and calibrations.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) keeps changing languages.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.